Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (mrca). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for predilation but failed to cross the lesion. After several attempts, the device was able to cross. The balloon was first inflated at 10 atmospheres, on the second inflation at 14 atmospheres however on the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.